Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a gastroscopy procedure performed on may 15, 2022. During the procedure, the physician was able to find the bleeding part. The device was advanced for deployment; however, the bands could not be deployed. The handle was rotated again but still the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
(Initial reporter address 1): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and irrigation tube) was analyzed, and a visual evaluation noted that the suture had only three knots, indicating that it was cut, probably upon separating the device from the scope, which is not considered a problem of the device. The trip wire was secured in the handle slot and it was partially rolled in the handle assembly. A functional evaluation was performed by rotating the handle knob. The click was audible and indents felt each 180 degrees rotation. No problems observed on the returned handle assembly and irrigation tube. The reported event of bands unable to deploy was not confirmed. Since it was only the handle assembly and the irrigation tube were returned, and without proper evaluation of the device (ligator head was not returned), the cause of the reported event could not be determined. The most probable root cause of this complaint is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a gastroscopy procedure performed on may 15, 2022. During the procedure, the physician was able to find the bleeding part. The device was advanced for deployment; however, the bands could not be deployed. The handle was rotated again but still the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.